Manufacturer narrative:
Device passed the self test and the displacement test. Device communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Device was monitored for a day while connected to the test sensor and plug. Programmed the sensor low settings for and turned the alert before low, alert on low, suspend on low, and resume basal alerts on. Device was monitored, the glucose sensor simulator blood glucose level was lowered, and the alert on low activated the suspend on low activated, and the resume basal delivery functioned properly. The audio and vibrate alerts activated properly. No audio or vibrate alert anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had absence of alarm or beep anomaly. The customer's blood glucose was 60 mg/dl at the time of incident. Customer reported they did not hear beeps when audio volume settings were saved. The device was expected to be returned for analysis.